Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, h4 and h6. Corrected field: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. While speaking with the olympus technical assistance center (tac), on the phone the customer was able to resolve the issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foot switch error (e37) occurred due to the user was pressing the foot pedal at the incorrect time which resulted in some confusion. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the generator could not be paired to the wireless foot switch and they were receiving an energy too high message. It was not specified during what type of device usage the reported event initially occurred. There was no report of patient injury or medical intervention associated with this event.